Event description:
Fluid collection/plevis, post-operative ileus, fever. The pt with a history of chronic ulcerative colitis was admitted to the hosp in 2000 for an ileoanal pull-through. Pt was enrolled in the study and had surgery that same day. Pt was randomized to the treatment group and received four sheets of seprafilm (lot #389426). Postoperative day 7, the pt had abdominal cramps, nausea, frequent loose stools, and vomiting. Obstructive series showed postoperative ileus. Pt was placed on npo, a nasogastric tube was inserted and attached to intermittent wall suction. I.v. Fluids and electrolytes were administered. Subject had a low grade fever the next day till present. Antibiotics were started. A CT scan of the abdomen and pelvis revealed adynamic ileus vs. Partial small bowel obstruction, and a pelvis fluid collection. Pt had a central line placed for total parental nutrition. A repeat CT scan was to be performed 6 days later to evaluate the pt's progress. The event remains ongoing to date. The reporting physician assessed the events as possibly related to seprafilm.